Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The coin battery, fluoro function board, gib backplane board, and a cable were replaced. The filament was calibrated. The sys was tested and is operating as intended.

Event description:
The customer reported that the 9800 sys displayed a filament regulator failure. No pt injury was reported.